Event description:
It was reported that six weeks ago a "welt"appeared on the patient's neck. The pa told the patient it was an ingrown hair. A week ago, the lead "popped out" and came through the skin on the patient's neck. It was reported that the area looked red and infected. It was noted that the last time this occurred, the patient was in surgery within 48 hours (see MFR. Rep. # 3004209178-2012-10079). The patient's general practitioner put iodine and a band-aid on the area and the patient made plans for removing the lead. It was later reported that the patient's entire system was removed. There was no hospitalization. The hcp expected the patient would need 6-8 weeks of healing, and planned to follow-up in december.

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 37082-40 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 355029 lot# n0043994, implanted: 2006 (B)(6), product type accessory product ID, 3093-41 lot# v007593, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3093-41 lot# v007593, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).